Manufacturer narrative:
Complete information for section a1 patient identifier: no sid for one patient and (B)(6) for patient 2. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely increased sodium results processed on the alinity c processing module for two patients. The results were not reported out. The samples were repeated and the results were lower. The following data was provided: no sid provided initial result = 190 mmol/l repeat result on another analyzer = 140 mmol/l. Repeated on the same analyzer 140 mmol/l sid (B)(6) initial result = 197 mmol/l repeat result = 140/140/141 repeated on the same analyzer and another alinity. Normal range = 136-140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant sodium results on the alinity c, serial # (B)(6). The fsr replaced the alnty c-series reagent (reagent probe) part number 04s49-01 and determined that to be the likely cause for the discrepant results. An instrument service history review revealed no additional erratic or discrepant patient results reported for ac01733. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module, alnty c-series reagent (reagent probe) part number 04s49-01 did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alnty c-series reagent (reagent probe) part number 04s49-01, was identified.